Event description:
Related manufacturer reference number: 2017865-2022-04326. It was reported that the patient presented in clinic for procedure. The right ventricular (rv) and right atrial (ra) leads were both dislodged confirmed via venogram. The patient received two unsuccessful shocks. The ra and rv leads were both explanted and replaced. The patient was stable after procedure.

Manufacturer narrative:
The reported events were lead dislodgement and unsuccessful defibrillation attempts. A complete lead was returned in one piece with the helix retracted and clogged with blood. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. Visual and x-ray inspection found no anomalies.